Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that she experienced high blood glucose and went to the hospital. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's blood glucose was 485 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she had headaches and was dizzy. The customer stated that she went to the hospital for heavy breathing and sharp pains. The customer called back to perform high pressure test. The insulin pump passed the first high pressure test without no delivery alarm. The customer repeated the high pressure test and a no delivery alarm occurred at 4.3 units. The customer was advised to clear the no delivery alarm and repeat the process to change back her settings. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.